Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope jet channel could not be flushed and air insufflation was too weak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube was clogged with foreign material, which has been attributed to insufficient reprocessing. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, it was determined that the air/water tube was clogged with foreign material. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in up direction did not meet the standard value; scope cover was scratched; and adhesive on bending section cover was worn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
(H4) device manufacturing date was added as inadvertently missed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the customer provided further information. Due to the clog, no correct reprocessing was possible prior to sending the device to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was confirmed that reprocessing could not be completed prior to returning the device to olympus due to the air/water channel being clogged. There was no damage to the area where the foreign material was detected, and it was unknown if the device was reprocessed according to the instructions for use (IFU) prior to the clog being observed by the customer. Therefore, the cause of the foreign material clogging the air/water channel could not be definitively determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.